Manufacturer narrative:
Describe event or problem: corrected data: follow-up report #1 inadvertently did not include that the lead was also replaced when it was learned that a portion of the lead was returned with the generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
The generator was received with part of the lead still attached and in the generator header indicating that the lead was also replaced.

Event description:
It was initially reported that the patient that the patient had high impedance following a generator replacement surgery. The patient had not been turned on since surgery and the nurse kept the patient off after seeing the high impedance. Diagnostics were within normal limits the last time the neurologist saw the patient prior to the generator replacement. Review of operative notes by the neurologist's office revealed that high impedance was also observed in the operating room when the new generator was connected to the existing lead. The surgeon later reported that the lead pin kept slipping out of the generator and alleged that there may be a screw defect. The patient had a generator replacement and the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. The patient high impedance resolved after the surgery (normal mode impedance value - 2258 ohms). Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.892 volts as measured shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 0.876% of the battery had been consumed. Diagnostic tests were performed with resistance loads of 1k, 2k, 4k, and 7k ohms. All results were within specification, which demonstrate the ability of the generator to accurately measure a variety of electrical resistance values. There were no performance or any other type of adverse conditions found with the pulse generator.